Event description:
It was reported that the explant was done due to infection and that no replacement was planned. It was reported that the battery status was ifi=no. The explanted generator and lead are expected but have not been received to date.

Event description:
It was reported that the patient underwent generator explant due to ifi - yes. The patient was not reimplanted with another generator. It was reported that the generator was only implanted for 48 days. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
(B)(4). Adverse event or product problem; corrected data: the previously submitted MDR inadvertently did not update this field based on the additional information that was received. Outcomes attributed to adverse event; corrected data: the previously submitted MDR inadvertently did not update this field based on the additional information that was received. Date of event; corrected data: the previously submitted MDR inadvertently did not update this field based on the additional information that was received. Operator of device; corrected data: the previously submitted MDR inadvertently did not update this field based on the additional information that was received. Type of reportable event; corrected data: the previously submitted MDR inadvertently did not update this field based on the additional information that was received. (B)(4).

Event description:
The explanted lead and generator were returned to the manufacturer for analysis. Device manufacturer records were reviewed and sterilization of the generator and the lead was confirmed. Analysis of the lead was completed on 03/04/2015 and it identified bends on the electro-ribbon and partial detachment of the electrode ribbon and suture from the silicone helix of the closest electrode to the anchor tether . The furthest electrode to the anchor tether also presented bends on the electrode ribbon. Additionally. Part of the silicone helix of the furthest electrode was not returned, which resulted in exposure of the electrode ribbon and the suture. These findings were most likely the caused by manipulation of the device during explant surgery. Other than the typical wear and explant related observations, no anomalies were identified in the returned lead portion. Analysis of the generator was completed on 02/05/2015. The battery voltage was found to be 3.076 volts, which implies that the battery was not at an ifi condition. The data in the diagaccumconsumed memory locations revealed that 2.244% of the battery had been consumed. The pulse generator was found to be performing according to specifications.